Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand and unknown impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.